Event description:
On (B)(6) 2013, pt had l4-5 open posterior total laminectomy. On post op day 3, neuro surgery pa was attempting to remove the drain and the 10mm flat portion disconnected from the tubing. Pt returned to operating room to have wound reopened and returned to operating room, increased bedrest, increased los, increased antibiotic therapy days.